Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced recurrent morning low glucose events after overnight elevated glucose and subsequent automated corrections; education and troubleshooting were completed, including review of device reports and guidance on late meals, snacks, and announcement practices, and a referral to a local clinician was initiated for further review. Symptoms included hypoglycemia with blood glucose in the 50¿60 mg/dl range. Outcomes included transient low glucose with no report of emergency treatment or hospitalization. Investigation included technical review of available data and user education. Investigation of this case revealed that the cause of hypoglycemia was unclear and possibly related to postprandial management and correction dynamics. It was concluded that the event was user- and physiology-related with no confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.